Event description:
It was reported that this implantable device was found to be in safety mode during routine follow up. As a result, the device was programmed off and scheduled for replacement. The device was explanted and replaced as scheduled. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable device was found to be in safety mode during routine follow up. As a result, the device was programmed off and scheduled for replacement. The device was explanted and replaced as scheduled. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable device was found to be in safety mode during routine follow up. As a result, the device was programmed off and scheduled for replacement. The device was explanted and replaced as scheduled. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified scratches on case and header. The device was confirmed to be operating in safety mode. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Battery lab results found a depleted cell with no battery-related anomaly determined; therefore, the cause could not be established.